Event description:
It was reported that balloon ruptured. A 0mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No complications were reported.